Event description:
It was reported that the right ventricular lead exhibited a loss of capture in bipolar configuration. The physician then programmed the device to unipolar mode and capture was consistent. A chest x-ray was performed which revealed the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.